Manufacturer narrative:
Analysis on the returned ssd resulted in a software failure that was found through functional testing and visual/physical examination. Analysis states that the ssd was unable to log into the software. The main component of the system, other relevant device(s) are: product ID: 9735999, lot: 1621132dd53c. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the representative tried to uninstall and reinstall the application and the error message still occurred. When trying to log into the application a black screen appears. The representative replaced the computer and reloaded the software. The system then passed the system checkout and was found to be fully functional. No devices were returned to the manufacturer for further analysis. Concomitant medical products: other relevant device(s) are: sw app (B)(4) stealth s8 app ssd (B)(6) with s8 os s8 svc. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a sacroiliac and thoracolumbar procedure. It was reported that there was a nav tag on the imaging system, but when it would auto-transfer or manually transfer to the navigation system, an error message stating "transfer error manual registration required". They were able to download the image onto a usb and then download it to the navigation system. The patient would download, but the image under image acquisition could not be selected. The site completed the procedure with a use of another navigation system. There was a less than 1-hour delay to the procedure and no impact on patient outcome.